Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/28/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: were there patient consequences? If yes, please explain. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the operation, the suture was opened and it was found the problem of pulling off suture needle had happened. The second suture was opened and penetrated the subcutaneous tissue. It was found that the suture had slipped out and detached from the needle. Therefore, the third suture was removed, and after suturing one needle, the second needle was prepared to be sutured. It was found that the suture had slipped out again and was not broken, so the fourth suture was removed and finally sutured. This box of suture was opened and used for the first time after receiving it. Multiple instances of suture slippage have severely impacted the surgical process and may affect wound healing outcomes.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/30/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.